Event description:
Independent repair center customer alleged unit will not start ,and the key failure is the sieve is leaking. Associated malfunction for this device: pe valve leaking, power switch short circuited, manifold stuck, pvc sieve tube leaking.